Event description:
As reported, approximately 1 year and 1 month post the initial right total shoulder arthroplasty, the patient went to wash their hair and felt a pop and pain. On examination of an x-ray it showed that there were multiple fixation screws broken behind the glenoid plate. The patient was revised. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
300-30-06 - equinoxe preserve stem 6mm (B)(6), 320-06-42 - glenosphere 42mm (B)(6), 320-15-05 - eq rev locking screw (B)(6), 320-20-00 - eq reverse torque defining screw kit (B)(6), 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm (B)(6), 320-20-46 - eq rev compress screw lck cap kit, 4.5 x 46mm (B)(6), 320-42-03 - equinoxe reverse 42mm humeral liner +2.5 (B)(6). No device was returned for evaluation; the reported event was confirmed by review of radiograph images provided. The review identified that based on the pre-revision x-rays provided, the glenosphere/glenoid baseplate constructs appears to be displaced from the original implanted position. It is difficult to ascertain from the views in the provided radiograph if there were any radiolucencies around the center cage or if the baseplate was not fully seated at the time of implantation that would indicate that the glenoid baseplate did not achieve long-term fixation, subsequently causing the compression screws to bear the joint load and eventually fracture. Due to the limited information provided, it is not possible to determine the root cause of the glenoid baseplate loosening and subsequent compression screw fracture. Possible root causes include improper seating of the baseplate, trauma, insufficient bone grafting behind the glenoid baseplate, infection, risk factors that could impact bone healing such as smoking, or any combination of these possibilities. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from the glenoid baseplate not achieving long-term fixation, causing the compression screws to bear the joint load and eventually fracture. However, this cannot be confirmed as the devices were not returned for evaluation and adequate information was not provided to determine the root cause of the insufficient glenoid baseplate fixation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.